Event description:
The customer reported the power switch will not stay on after repeated attempts. Field service replaced the lls board of the architect i2000sr analyzer, which had evidence of charring, to resolve the issue. No impact to patient management or user safety was reported.

Manufacturer narrative:
The field service engineer (fse) upon inspection determined that the lls/pm board was the likely cause. There was no further damage to the instrument. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences since the board was replaced by the fse. The architect operations manual contains adequate information for troubleshooting the observed issue. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the immunoassay platforms tracking and trending data revealed no systemic issues or trends with regards to the current issue. The 2024 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the investigation no systemic issue or deficiencies were identified.

Event description:
The customer reported the power switch will not stay on after repeated attempts. Field service replaced the lls board of the architect i2000sr analyzer, which had evidence of charring, to resolve the issue. No impact to patient management or user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.